Manufacturer narrative:
(B)(4).

Event description:
A valiant captiva stent graft system was implanted for the endovascular treatment of a 22.7 cm in length thoracic dissection. Vessel morphology is unknown. The physician planned to perform a carotid to subclavian bypass, but the patient had perm-cath at location where graft was to be implanted. Implanting physician made decision to proceed with tevar procedure without covering lsa. The stent grafts were implanted without issue. It was reported during follow up, the patient presented with proximal type I endoleak. The physician elected to redo fistula and remove perm-cath so carotid subclavian bypass could be done. The seal zone prior to bypass was 13mms, the physician gained another 12mms of seal after bypass and extension. A 38x38x150 proximal main was used to extend proximally of the left common carotid bypass area. Patient had same chest pain as prior to initial implant. No additional clinical sequelae were reported and the patient is fine. Exact date of event is unknown, month and year are valid.